Manufacturer narrative:
Concomitant medical product: 503452 lead, implanted: (B)(6) 1998. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had high impedance, no capture and had fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.